Event description:
Medtronic insulin pumps and sensors have been inferior technology for many years. Unfortunately I receive my care through the (B)(6) and have no other option. There have been many, many issues over the years and medtronic customer support have been uninterested in resolving most. Their "script" is to find a reason to explain why any failures are the fault of the patient (review of numerous online forums will confirm this to be true). It has been infuriating and each new "upgrade" in their technology inevitably proves to be inferior. Recently the sensors to monitor blood sugar for their 'new' 780g pump system have been failing spectacularly. Over the past few months these sensors have been failing after 3-4 days of use (they are intended to last 7). On (B)(6) 2025, while at work in the morning, my sensor began to read that my blood sugar was low (pump stated 'below 50'). I had no symptoms (which I though strange if my blood sugar was truly below 50). The temptation was to have juice or glucose tablets to bring the blood sugar back to normal range but because I have learned not to trust this vital technology I did not attempt to correct the blood sugar but instead tested blood sugar level manually. My blood sugar was actually 279. Had I trusted the "below 50" reading and ingested glucose tablets my blood sugar would surely have soared to levels requiring hospitalization. The only reason I chose not to do this is because I have grown to understand medtronic products are generally garbage. After review, I believe the medtronic pump registered the erroneous "below 50" sensor reading and responded by suspending or reducing insulin delivery in an effort to raise the perceived low blood sugar. The effect was to raise blood sugar (which was presumably normal despite the low reading) to dangerously high levels and set up a potential catastrophe. I have spent hours on the phone with medtronic technical support about this issue alone. Numerous calls over the past few weeks have resulted in responses from medtronic generally blaming me (sensors were inserted incorrectly, incorrect adhesive was used, transmitter was not charged, blood sugar was fluctuating too wildly). None of this is true. When I have insisted on escalation to higher level customer support I have been told they will contact me the following day. I have been told this three separate times and have received zero promised follow up calls. Recently I was told one of these calls ended up with their "philippines customer service unit" and could not be followed up by the u.s team. Medtronic products are inferior and dangerous. They shoulder tremendous liability for this - my wife is prepared to take action when something terrible happens to me because of a medtronic product. I would prefer that before this occurs this company is held accountable or barred from doing business in the united states until their products are reliable and safe. I understand they are a large corporation and this is unlikely to happen...but it should. Please don't take my word for it, review some of the forums on this topic (one forum comment referred to medtronic technical support as "the og gas lighters" - I couldn't agree more). Thank you for your time.